Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint#: (B)(4). Product: bd 1ml tb syringe slip tip with detachable precision glide needle. Product #: unknown. Lot number#: 5042215. Complaint: a registered nurse reported via email that a bd 1ml tb syringe slip tip with bd precision glide needle detached from syringe when used for intradermal injection leaving needle on patient's skin.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.